Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the leakage in the distal third about 6cm from the tip could not be confirmed; due to a pinhole on the distal sheath, water tightness was lost; due to wear of the angle wire, the play of the up/down knob, the right/left knob and the bending angle in the up/down/left/right directions did not meet the standard value; due to deterioration of the braid of the bending tube, tightness of the braid has become uneven; due to wear of the forceps elevator lever, the up/down knob could not be locked securely; the grip had a burr; the scope body and the adhesive on the distal sheath were cracked and chipped; the air/water cylinder, suction cylinder and the adhesive on the distal sheath had discolored areas; the right/left knob, up/down knob, zoom connector, acoustic lens and the connecting tube were scratched; the adhesive around the light guide lens had wear; the distal sheath was cut; the bending tube was damaged; the ultrasonic case was deformed; the ultrasonic cable and universal cord were buckled. The investigation is ongoing and follow-up with the user facility is currently being performed relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrovideoscope had leakage in the distal third about 6cm from the tip. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to physical stress, the acoustic lens was damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens damage could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be detected/prevented by following the instructions for use which state: instructions - ultrasonic gastrovideoscope - olympus gf type ue160-al5. Important information ¿ please read before use. Warnings and cautions [caution]: ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.